Event description:
It was reported that in preparation for a pci procedure, the rotawire extra support guide wire fractured outside of the pt during platforming. The lesion to be treated was located in the 90% stenotic and calcified left anterior descending (lad) coronary artery. The procedure was completed with a different device. No pt injury or complications were reported.